Manufacturer narrative:
Block h6: imdrf impact code f19 captures the surgery performed to complete the procedure. Imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received partially deployed, confirming the reported event. Functional inspection related to the stent deployment was performed by actuating the delivery system (sliding the handle back along the stainless-steel tube); however, the stent's second flange presented slow expansion. A dimensional inspection found that the stent was within specification. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed. The investigation findings do not lead to a clear conclusion about the cause of the observed event of stent slow expansion. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/product label. It was reported that the axios stent was to be implanted transgastric to the jejunum during a gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum for a gastrojejunostomy procedure. Additionally, stent partially deployed is noted within the IFU as a potential adverse event associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the jejunum during an endoscopic ultrasound-guided gastrojejunostomy (eus-gj) procedure performed on (B)(6) 2024. During the procedure, the distal flange of the stent was unable to be deployed. The stent was partially covered by the outer sheath on the delivery system when it was removed from the patient. Subsequently, surgery was done to close the puncture site and complete the procedure; however, the puncture site could not be located. The gj was performed, and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine following the procedure. Note: it was reported that the axios stent was to be implanted transgastric to the jejunum during a gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum for a gastrojejunostomy procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the jejunum during an endoscopic ultrasound-guided gastrojejunostomy (eus-gj) procedure performed on (B)(6) 2024. During the procedure, the distal flange of the stent was unable to be deployed. The stent was partially covered by the outer sheath on the delivery system when it was removed from the patient. Subsequently, surgery was done to close the puncture site and complete the procedure; however, the puncture site could not be located. The gj was performed, and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine following the procedure. Note: it was reported that the axios stent was to be implanted transgastric to the jejunum during a gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum for a gastrojejunostomy procedure.

Manufacturer narrative:
Block h6: imdrf impact code f19 captures the surgery performed to complete the procedure. Imdrf device code a15 captures the reportable event of stent partially deployed.